Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 10/15/2020. H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received two unused units, one retracted needle assembly and loose catheter assembly without packaging and the other within sealed packaging from ref. 381412, lot: 0044106. During the visual examination of the units it was observed that there was no damage. The catheter tips were graded and both were found to be acceptable per bd specification. Therefore bd was unable to confirm the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter tip was noticed to be "frayed" with a "bump" on it during use. The following information was provided by the initial reporter: "tip appeared frayed. Rn retracted the needle before using on the patient. There also appears to be a bump on the end of the catheter."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter tip was noticed to be "frayed" with a "bump" on it during use. The following information was provided by the initial reporter: "tip appeared frayed. Rn retracted the needle before using on the patient. There also appears to be a bump on the end of the catheter."